Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the vela ventilator, the device was showing "o2 range error" message. Initial report stated that it was on a patient and switched to another patient with no harm or injury. Upon further investigation, customer stated that the device was not in use with a patient. No patient involvement, harm, or injury.